Manufacturer narrative:
In review of the file, it was noted that the serial number, catalog and UDI submitted was not correct. Method code was not captured. The following data has been updated accordingly: serial number: (B)(4), catalog: zcb0000180, unique identifier: (B)(4). Methods: 4114 (additional). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, product returned to manufacturer on 24 july 2019. Device evaluation: no damage was observed on the haptics, there was no cosmetic damage on the lens. The reported complaint was/ was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. If implanted; give date: not applicable. If explanted; give date: not applicable. (B)(6). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens tecnis model zcb got stuck in the injector, lens had a crack on the back haptic before implantation, however was in touch with the eye. Patient got a surgery with a new iol without any further complication. All information available submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.